Event description:
The customer reported that images acquired during a head procedure using coronal and sagittal head multiple-planar reconstruction (mpr) exhibited worm artifacts. The philips modality specialist has confirmed that there was no misinterpretation or mistreatment of the pt. However, the customer alleged there is potential for misinterpretation. The customer recognized the worm artifact and the images were used for interpretation. The philips modality specialist confirmed there was no rescan performed on the pt.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Internal cross ref: complaint pr #(B)(4). Initial MDR mailed on (B)(4) 2014.